Event description:
It was reported that prior to replacement surgery, the patient was experiencing pain at the chest not only with stimulation. The patient's settings were lowered as a result of the pain. The lowering of the settings resulted in an increase in seizures after which the settings were returned to the previous settings. The patient was then referred for replacement surgery. It was confirmed with the surgeon that the pain was constantly experienced in the chest, but not limited to the device site. It was stated the surgeon did not know the date the pain began or what may have triggered it. The patient underwent replacement surgery however the explanted device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section f10. Event problem cds - patient code; corrected data: code 2063 inadvertently not coded on initial MDR. Section h6. Evaluation codes - methods; corrected data: code 4114 inadvertently coded on initial MDR.

Event description:
Generator analysis was approved and reviewed. Proper functionality of the generator in its ability to appropriately program the output currents could be verified. The device output was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. Results showed no signs in variation in output from the generator. The generator diagnostics were as expected for the programmed parameters. A comprehensive electrical test showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the generator. No additional relevant information has been received to date.